Event description:
Routine complaint investigation confirms several test results outside MFR's recommended range for precision testing (plus or minus 10%). Under certain conditions this could result in adverse clinical effects. No injuries reported.